Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0317, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. At first everything was fine. A year prior to this report, in 2014, she started experiencing major bloating, where she looked like pregnant. Her lower abdomen hurt all the time. When she had her period she got severe cramps and very heavy bleeding. Before essure she never had cramps. It was reported that when she brushes her hair, lots comes out on the brush. She also experienced bacterial vaginosis 3 times, and was extremely tired all the time. Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 25-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-q736-1736, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported that her hysterectomy was scheduled for (B)(6) 2015. She could not wait to not be in pain anymore and feel like herself again. She has not been on birth control pills in years and had periods with huge blood clots. Her lower abdomen and lower back hurt all the time. Updated product technical complaint investigation received on 13-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated that her lower abdomen hurts all the time. She was scheduled for a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. Upon receipt of follow-up information stating that a hysterectomy was scheduled, the case was upgraded to incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.